Event description:
It was reported that caller asking how to use the gray, white, and red lumens of the triple lumen power PICC solo catheter. Caller sates one of the lumens will not flush and they cannot drawback to get blood. The second line they can flush and drawback to get blood. The third line they can just flush in, but cannot drawback to get blood. The patient came from a different hospital. The patient comes to her facility to get lab draws and dressing changes. No other information was provided. Response to caller: explained that each lumen will terminate at the same location in the superior vena cava. These tips are not staggered. Each colored end cap can be used for what treatment is indicated for the patient. Explain that the lumen tips are in close proximity to one another so flushing in and pulling back on one of the lumens can create pressure near each tip. This pressure can cause blood to reflux into the tip of each catheter lumen. Flushing each lumen consistently can help mitigate reflux of blood. The care giver at home may need instruction on how to flush the line properly. Do not bottom out the flush syringe when flushing. Clamping sequence can also help prevent reflux. Suggested she could speak to the doctor about using tpa to help restore blood flow.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.